Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen on (B)(6) 2021 for his annual fitting. In situ testing done during this appointment showed all channels affected with high impedance or short circuits. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Event description:
The user was seen on (B)(6) 2021 for his annual fitting. In situ testing done during this appointment showed all channels affected with high impedance or short circuits. At the appointment with the med-el expert on (B)(6) 2021, the audio processor was checked and found to be functioning and the previous measurements were confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6) 2021 for the annual fitting. In situ testing done during this appointment showed all affected channels. At the appointment with the med-el expert on (B)(6) 2021, the audio processor was checked and found to be functioning and previous measurements were confirmed.